Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caused a chord to rupture. It was reported that a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The ntw clip delivery system (cds) was prepared per the instructions for use and the cds was advanced. An attempt to grasp was made; however unsuccessful due to the anatomy. The cds was removed. A mitraclip xtw cds was advanced and an attempt to grasp was made, but unsuccessful. The cds was moved more medial on the valve and the clip was able to grasp but the mitral regurgitation (mr) wasn't reduced enough to leave the clip. The clip was opened back up and inverted. The cds was successfully removed from the valve. When moving the clip laterally it was noted that the chord was torn. The clip was placed more laterally on the valve. The mr was reduced to 2. Another mitraclip xtr was placed next to the xtw clip to further reduce the mr and treat the chord tear. Two clips implanted reducing mr to 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported difficult grasping issue and poor image resolution appears to be related to patient morphology/pathology. The patient effect of tissue damage was a procedural condition in this case and is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.